Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill tubing anomaly. The customer stated that the insulin pump was squirting out insulin during the fill tubing process. They were unable to exit the load reservoir process. Insulin began to drip continuously and the motor did not stop. Troubleshooting was performed but the issue was not resolved. The customer's blood glucose level was 221 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. Unit received with minor scratched display window and case.